Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 55531, lot# n310355, implanted: (B)(6) 2011, product type: screening device; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient is getting stimulation in their legs but not their low back. It was reported that at one point the patient had stimulation in their low back but not anymore. It was reported the problem began several weeks ago. It was noted the patient had fallen twice, the first time one month prior to report and the second time a couple weeks prior to report. It was noted the patient fell on their left side and after the fall the stimulation changed. Patient then contradicted what side they fell on stating they fell on their right side but not on the implant. It was reported the patient is not getting the relief they need and needs stimulation in their lower back. It was reported that the patient has increased stimulation but that only makes their legs ¿tingle harder¿ and did nothing for their back. It was reported the patient was on group 1 at 6.90v and both groups were tried to get stimulation in back but only resulted in stimulation in their legs.